Event description:
The customer reported that the system would not make an x-ray exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.